Manufacturer narrative:
B3: event date: updated. B5: describe event or problem: updated. D: concomitant medical products: updated.

Event description:
The procedure was completed with the same device with no delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the device needed a software update. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis x1 video system center had no image and software problems intermittently as the image failed and unintended still image capture (triggering) from the processor occurred. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A olympus technician was on site and repaired the device. A supplemental report will be submitted if any additional information is provided by the user facility.